Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, the coil unexpectedly detached without use of the controller. The coil was reported to have "floated out into the aorta." Additional access was established from the contralateral femoral artery and the detached coil segment was retrieved with a snare device. The coil unraveled during the snare process, but was completely extracted from the body successfully. There was no reported patient injury.

Manufacturer narrative:
The device was returned for analysis, along with hemostats, coil introducer sheath, delivery pusher, snare with torque device, 6f terumo catheter, and a 5f non-terumo catheter. There was no evidence of damage to the introducer sheath or pusher. There was evidence of tensile failure noted on monofilament, located approximately 1.5cm from the distal end of the pusher. The hemostats were clamping a stretched length of coil, approximately 70cm long, with a clean fracture at one end (opposite end stuck in hemostats). The non-terumo catheter had a stretched length of coil extending approximately 3cm from distal tip. Dissection of the catheter revealed approximately 35cm of stretched coil length inside the non-terumo catheter, including the proximal end of the coil, with evidence of prolapsing at the knot-tie section. The knot-tie and adhesive were noted to be intact. The 6f terumo catheter contained approximately 5cm of intact coil, including the distal end of the coil with hydrogel on the interior of that section, and extending proximally. Also extending from the distal tip of the 6f terumo catheter, was approximately 5cm of stretched coil. The segments extended from the tip of the 6f catheter were captured within the loop of the snare device inside the 6f terumo catheter. Based upon the investigation findings and available information, the complaint can be confirmed. Several portions of the coil were noted to be stretched or broken, with evidence of auxilary tools used to capture the implant. The exact root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded the strength specification of the monofilament.